Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the first firing was fine. Second clip fired and jammed in the jaws. Clips did not hold or stayed in place once fired. After that several clips spit and scissored. Case completed with another device of the same product code. There were no patient consequences reported.